Event description:
It was reported during a total hip procedure on an unknown patient that the reamer handle wobbles as though the shaft is bent. No consequences or impact to patient.

Manufacturer narrative:
H3: the complaint sample was returned incomplete to viant for evaluation and the reported event is confirmed. The straight reamer handle power adaptor is bent leading to the reported wobble / eccentric motion. The teflon sleeve was not returned with the device. However, the stryker/zimmer-hall power adaptor end was observed to be bent out of place and damaged with signs of indentations from prolonged repeated use. Bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). Thus, the complaint sample had been misused. It is unknown what adaptor or power source (neither provided by viant) was connected to the device. The device was placed under power to simulate use and wobbling (eccentric motion) was observed due to the observed failures on the stryker/zimmer-hall power adaptor end. Other observations; · the reamer head is able to retract and spring back in position as intended. · the reamer head also had scratches and gouges from usage over time. · the device can be easily disassembled and assembled as intended. The current IFU sent with this device today, man-004006 rev. A, states the following; · end of life is determined by wear and damage due to intended use, · visually inspect for damage and wear. If the instrument is damaged and worn it is considered at the end of its life and should be discarded, · where instruments form part of a larger assembly, check assembly with mating components, · check hinged instruments for smooth movement, · viant devices should only be used by qualified personnel fully trained in the use of the surgical instruments and the relevant surgical procedures, · do not modify viant instruments in any way and handle with care at all times. Surface scratches can increase wear and the risk of corrosion, · manual surgical instruments have a limited life-span which is determined by wear or damage due to repeated intended use. When a surgical instrument reaches the end of its functional life, clean the instrument of any and all biomaterial/biohazards and safely discard the instrument in accordance with applicable laws and regulations. The device history records (DHR) were reviewed and found no related manufacturing deviations or anomalies that would have contributed to the reported event. This device has experienced approximately 4.11 years of use. It is unknown how many surgical procedures (cycles) this device has experienced throughout its life in the field. The viant risk management files were reviewed and the failure modes were identified and mitigated to the lowest possible level. A trend analysis was performed and similar complaints were attributed to misuse (off-axis force). The trend analysis reveals the estimated failure rate falls within the occurrence range identified in the viant risk management files. In conclusion, the reported event is confirmed as the returned straight reamer handle power adaptor is bent leading to the reported wobble / eccentric motion. From the investigation performed, the root cause attributed to the reported event is misuse (unintended use) as bending of this nature would not occur during normal intended use and likely would had occurred from applying non-linear load (off-axis force applied). No further investigation with regard to this complaint is required. Viant will continue to monitor for trends. G2: complaint information provided by distributor, zimmer biomet. Complaint source is foreign as event occurred in canada.